Event description:
It was reported that "surgeon was using the femoral screwdriver in an acdf case when the inner shaft broke. Surgeon then removed the entire plate and screws in one piece - he re-instrumented and pt wasn't affected."

Manufacturer narrative:
H6: supplemental. Method, result, and conclusion will be made available following engineering eval.